Manufacturer narrative:
Continuation of d10: product ID unk-nv-rebar (unknown); product type: ; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a solitaire stent retriever that had resistance in the rebar microcatheter during delivery. The patient was undergoing a thrombectomy procedure to treat ischemic stroke. Vessel tortuosity was minimal. Intravenous tissue plasminogen activator (IV tpa) was not contraindicated. It was reported that the devices were prepared as indicated in the instructions for use (IFU). The solitaire got stuck while it was being advanced in the rebar microcatheter and it could not be delivered to the treatment location. The solitaire was replaced to complete the procedure successfully. There was no harm or injury to the patient associated with this event.

Event description:
Additional information received reported that the reason for the resistance was not clear. The patient¿s post-thrombectomy condition was said to be normal. The resistance appeared near the middle of the rebar 18 catheter. A continuous catheter flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: as found condition: the solitaire fr 4-20 stent device was returned for analysis inside a biohazard bag, and a shipping box. The rebar 18 catheter was not returned with the stent but appeared compatible with the solitaire stent device as it has a labeled inner diameter (ID) of 0.021". Damage location details: the solitaire stent working length was in good condition, while the non-working length was kinked at the tear-drop struts. Visual inspection showed no irregularities outside the proximal marker, but the marker coil was damaged. No other anomalies were observed. Testing/analysis: due to its damaged conditions, the returned solitaire stent device could not be used for resistance testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.